Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Date of event - estimated date. Reported as approximately 2 weeks after the procedure. Device discarded at facility.

Manufacturer narrative:
Additional medical records were received and reviewed by an internal clinical specialist with this conclusion: there was evidence to support the diagnosis of aortitis prior to the procedure due to the leukocytosis and the soft tissue attenuation of the aorta, although at the time, a diagnosis of a rapidly expanding aneurysm (with an endoleak) and bacteriuria, were a more likely scenario. There was evidence of a complication due to a re-admission of an ileus, right groin abscess and aortitis five days post procedure. Three weeks post implant there was a diagnostic of a mycotic aneurysm with endotension. The reported event of an explant and conversion was still not substantiated due to lack of information.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: product use might have been incongruent with the IFU due to: the rind soft tissue attenuation (possible endoleak verses aortitis) prior to the procedure. There was evidence to support the diagnosis of a right groin abscess and aortitis five days post procedure. A CT scan done three weeks post implant ((B)(6) 2014) demonstrated the presence of a stent; the left iliac limb portion of the bifurcated stent appeared to approximately 7 mm in diameter. The reported event of an explant and conversion was not substantiated due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported event could not be conclusively determined; however, patient conditions and procedural context are likely factors.

Event description:
It was reported that approximately 2 weeks post-implant of a bifurcated device and a suprarenal aortic extension, the patient presented with groin dissection, which was repaired. The patient returned symptomatic and a CT scan revealed aortic sac seroma. The physician indicated the infection started at the access site and migrated up to the implanted devices. The patient was placed in antibiotic therapy, but the endovascular devices were ultimately explanted. The patient tolerated the procedure well.